Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1, [date of submission (B)(6) 2011] - device evaluation: the pump was returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. All keypad buttons did not activate desired pump functions during testing. There was evidence of keypad adhesive found under all key contacts.

Event description:
The patient reported that over the (B)(6) the up and down arrows are not responding normally. The patient stated there seems to be a delayed response when she presses the buttons. She reported there is no visible damage to the keypad and the pump is not exposed to moisture.